Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a no disposable" alarm. No adverse patient effects were reported. Per reporter, no additional information is available at this time.